Event description:
It was reported that during routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) unit messaged "helium not able to fill". There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). It was reported during routine check cardiosave intra-aortic balloon pump (iabp) unit helium display was not showing correct helium levels. A getinge field service engineer (fse) spoke with with customer over phone and verifed that cardiosave console was not fully inserted in cart. Asked customer to reseat console in cart. Once console was correctly reseated, customer verified that all helium levels were showing correct levels. Equipment passed all functional testing. Unit returned for clinical service is unknown. No patient involvement was there.